Event description:
On (B)(6) 2012, the reporter contacted animas and stated that when the patient gave himself a bolus, a minute later the pump turned off. The pump reportedly did not emit a "low battery" or "replace battery" alarm at that time. But it was noted that the pump emitted a "low batter" and a "replace battery" later on. The battery was reportedly replaced and the pump did not initially power on. The pump was reportedly exposed to water and the reporter stated that she noticed corrosion on the battery and in battery compartment. It was indicated that the battery cap was never replaced and the yellow o-ring was paritally visible; the battery cap was reportedly difficult to remove and the reporter used pliers to remove it. The reporter denied damage to the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed several reboots at the same time with a resultant sudden drop in battery voltage; however there was no evidence of prior short battery life. The battery cap that was returned with the pump for investigation had stripped threads and was not able to be used for testing. On examination, there was visible corrosion on the battery cap spring and inside the battery compartment. A leak test was performed and revealed a crack in the battery compartment at the threads. Using a test battery cap, a rewind, load, and prime sequence was performed with no loss of power. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power. The pump was opened for investigation and revealed moisture in the pump but no defect of the power circuit.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.